Event description:
(B)(6) 2025: integrum received information that axor ii unit (B)(4) has detached from the prosthesis. The patient fell and injured elbow and hand. (B)(6) 2025: technical investigation of unit (B)(4) performed. During the investigation the device functions were tested and components inspected. The reported issue could be replicated; the device could be detached from the abutment. The clamps were found dirty, and once the clamps had been cleaned, the detachment issue could not be replicated. In addition, some wear was found on the clamping nut. During the service the device was thoroughly cleaned, the clamping nut was replaced, and the unit was functionally tested with approved results. A feedback report has been provided to the customer highlighting the importance of cleaning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.